Event description:
The ge oec 7700 fluoroscopy system had left monitor rotation failure, as well as reported issues swapping images from left to right and printing images. Additionally, there was reported caps missing from some of the systems wheels.

Manufacturer narrative:
A ge oec service rep investigated the issue and found several issues contributing to the malfunctions reported. The interconnect cable was replaced to mitigate the control panel switch issues. The printer was reset to the correct defaults to print correctly, and the wheel covers were replaced to repair the wheel issues. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.